Manufacturer narrative:
Vyaire file identification: (B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the 3100 b ventilator experienced damaged/overheated driver due to running the oscillator on max settings for two weeks. As an intervention, they replaced the oscillator. The customer confirmed that there was no patient harm associated with the reported event.